Event description:
Baxter asia reported broken minicaps. The home pt was unable to tightly connect the minicap to the transfer set. Noted during use with no pt injury or medical intervention reported.